Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Charge or battery lasts less than expected not confirmed. Hardware low level failures error confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump failed self test. The insulin pump will be returned for analysis.